Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 27-apr-2020 and inspection of the unit was performed on 05-may-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube gauge/dig at stage 1, prism scratched, distal cap - fixed type deflector body link, o-ring and distal cap/case required, failed dry leak test, failed wet leak test, leak at biopsy channel (large/ primary) distal side, middle lcb distal cover glass glue is missing, distal cap/ case cracked, prism lens chipped, light carrying bundle distal cover glass middle chipped, umbilical cable single buckled under pve root brace. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: air/water tube, deflector operating wire, deflector staycoil, objective prism assy, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, o-ring(0.5x1.3), distal case/cap, deflector body link, o-rings and seals, lcb distal cover. The video duodenoscope is pending repair and final qc approval as of 29-may-2020.